Manufacturer narrative:
Device was used for treatment, not diagnosis. History of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. (B)(4): the manufacture date of this item is 15-apr-2009. The source of the manufacture date is the release to warehouse date. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Power tool evaluation was completed on this device. The reporter's complaint that the ((B)(4)) battery casing will not close correctly was confirmed. The unit was tested and the lid was found to be defective. This is most likely due to normal wear over time. Device was returned to manufacturer on feb 26, 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device is an instrument and is not implanted/explanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Facility contact reported the part#532.032 lot#006355 casing for 14.4v battery does not connect with small battery drive. Device cuts out while in use. This is report 1 of 1 for (B)(4).